Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) (australia) informed cook that on (B)(6) 2021 the stent in a c-fbss-100 (fanelli laparoscopic endobiliary stent set, lot 9615119) had a broken tip. The user noted the damage prior to opening the package. No patient contact was made. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU), quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One sealed device was returned for evaluation. Upon a visual examination, a small free-floating white piece of material was noted inside the sealed inner pouch. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 9615119 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints found to be associated with this lot number. Based on the dmr, DHR, and device failure analysis, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿fanelli laparoscopic endobiliary stent system¿ [c_t_fbss_rev2], provides the following information to the user related to the reported failure mode: how supplied: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the cause of the failure could be traced to the environment and the design of the device. A CAPA was previously opened and concluded that the stent material is sensitive to light, with prolonged exposure resulting in the material becoming brittle. This would make the device more likely to break from normal shipping and handling conditions. As a result of the CAPA, the packaging for this device was updated to sablock packaging that include uv inhibitors to protect the product from uv rays. As this lot was manufactured before prior to CAPA implantation actions, this conclusion is applicable to this event. Although the facility said the device was not stored in direct light, it is possible the device could have been exposed to light prior to reaching the facility. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: supply officer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the white tip of a fanelli laparoscopic endobiliary stent was noted to be broken within the unopened packaging. As a result, the device was not used and did not make patient contact. The device was stored in the theatre out of direct sunlight.